Event description:
It was reported by service report that the siderail was stuck because the frame of the bed was bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Frame was bent.